Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was no longer able to hear any sound with the device.

Event description:
The user was no longer able to hear any sound with the device. The user was explanted of the device. The user was not re-implanted with a new device due to complete ossification of the cochlea.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, a complete insertion could not be achieved at implantation resulting in 2 extra-cochlea channels, and diagnostic imaging seems to indicate a partial post-operative migration of the active electrode out of the cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, a complete insertion could not be achieved at implantation resulting in 2 extra-cochlear channels, and diagnostic imaging seems to indicate a partial post-operative migration of the active electrode out of the cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was no longer able to hear any sound with the device. Re-implantation is considered but no date has been scheduled yet.